Manufacturer narrative:
Correction made to properly show the manufacturer as siemens healthcare inc (B)(4) instrument manufacturing site rather than the (B)(4) manufacturer site.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise, elevated troponin I results is heterogeneous module (hm) contamination. A siemens healthcare diagnostics field service engineer was dispatched to the site and performed a complete system decontamination which resolved the issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Imprecise troponin I results were obtained on patient samples. The results were reported to the physician who questioned the results . The patients were admitted to the facility. Lower results were obtained on repeat testing. It is unknown if patient treatment was altered as a result of the imprecise, elevated troponin I results. There was no report of adverse health consequences as a result of the imprecise, elevated troponin I results.